Manufacturer narrative:
Manufacturing date- year 2015. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that the capsulotomy disc became stuck to the posterior cornea during the phaco portion of the surgery and the patient had a secondary surgical procedure on a different day to remove it.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device manufacture date: additional: in initial report, the manufacturer year was only provided, however the full date is 3/18/2015. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: in the initial report, the event date was inadvertently provided as (B)(6)2019, however, the event date is (B)(6)2019. This follow up report has the correct date in section date of event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.